Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, and pre-implantation testing. It did not meet the requirements for leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damaged occurred. There was proteinaceous debris observed on the exterior of the valve. The instructions for use caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata valve was leaking from the delta chamber intraoperatively. Reportedly, there was no injury to the patient.